Event description:
It was reported that when the device was used during an ovarian procedure, the device would not deliver the staples. Opened another device to complete the case. There was no consequence to patient.